Manufacturer narrative:
On 8/16/2019, mentor became aware that the concomitant product is: right side 350cc mentor smooth round moderate profile; catalog number: 3501655. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, mentor became aware the patient underwent bilateral explantation and replacement with catalog number: 3504004bc; serial number: (B)(4) on the left side, and catalog number: 3504004bc; serial number: (B)(4) on the right side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/16/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with a 350cc mentor siltex round moderate profile and was presented with left side breast implant deflation postoperatively. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 9/20/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed a line of shell wear were observed on the anterior and posterior aspect, suggesting in-vivo folding or creasing of the device. Wi thin shell wear were found two (2) tears, measuring approximately 0.5 cm. The tear a was located in the anterior view and the tear b in the posterior aspect. No other anomalies were observed. The shell wear/ crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).